Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: isual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Devices explanted.